Event description:
It was reported that during the pacemaker explant procedure, there was an issue with the atrial set screw on the device seeming to be stripped. The doctor was able to unscrew the screw after applying some medical adhesive to it, and the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.